Event description:
Customer reports the buttons on his insulin pump are unresponsive, and began to ramp. Current blood glucose level is 220 mg/dl. Customer states there was moisture on the screen, before issues occurred. Advised customer to discontinue use of the insulin pump because it will need to be replaced and revert to a back-up plan per health care provider's instruction. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No numbers ramping up or moisture damage on electronic assembly or motor noted. Insulin pump had normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. Insulin pump had cracked display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.